Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customers blood glucose level was 446 mg/dl at the time of incident and the current blood glucose level is 231 mg/dl. The customer was treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.